Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer failure and tired to recover but failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 5.1 failed. A field service engineer found that auxiliary drawer 5.1 had failures. The engineer confirmed that all drawers released, but some of the rows were not locking. After releasing all rows, row b3 did not release even though the device showed that it had. The engineer then reseated all row board connectors on drawer 5.2, rebooted the device, and performed a firmware update. During further testing, the engineer found that all cubie pockets on 5.2 had failed. The engineer powered down the device and replaced the pyxibus module controller board, drawer controller board, cubie tray, and the row boards for rows a, b, and c. After reassembling the station, the engineer tested the unit using the hardware test application (hta) and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.